Event description:
Preoperative diagnosis: persistent stress urinary incontinence and pelvic pain. Procedure: exam under anesthesia, removal of solyx transobturator tape, placement of tension-free vaginal tape, cystoscopy. Postoperative diagnosis: same.